Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker implant. During procedure, it was noted that there was a bend on the right ventricular (rv) lead. The rv lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for a bent/kinked lead was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.